Event description:
The hcp reported that the pt presented in 2005 to the hospital with "withdrawal symptoms". The hcp aspirated "only a small volume" from the pump. The pt was treated with intravenous morphine. Rotor test was performed on 10/5/2005 and xray revealed that the pump was working properly in 2005, the pump was again aspirated and the reservoir volumes were as expected; no sign of pump failure. The hcp was concluded that at refill in september, only 20 ccs was injected into the pump but the pump was programmed for 40 ccs. The interrogation printout showed a larger reservoir volume versus the actual volume aspirated and the pt had withdrawal symptoms. The pt has not had any further withdrawal symptoms.